Manufacturer narrative:
D4, d7a: updated. H3, h4 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump's residual volume was reset after empty alarm. Additional 5.2 ml was delivered and there was air in the tubing, but pump did not alarm air in line. The remaining volume was 96.8 ml. The reported failure mode affects the functionality of the device where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was patient involvement, and no harm reported.